Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient was unhappy with vision at all distances, experienced headache, dizziness, pain, patient had a swollen head and dizziness every day, took painkillers and medicine, patient had a painkiller injection. Additional information was requested.